Event description:
It was reported that the patient expired in 2007 after an implant duration of 9 days. Follow up with the surgeon's office indicated that the patient's demise was not device related; however, they did not indicate the specific reason for the patient's death. It was additionally reported that the device was not explanted.

Manufacturer narrative:
Device not returned.